Event description:
It was reported that the user and the patient were injured during an ambulance accident. It was alleged that the emt hit his/her ribs on an unspecified item, causing pain, and the patient has injuries to their wrist. It is unknown if a stryker device caused or contributed to these adverse events as the customer was not able to confirm this information. Further, no information as give regarding the severity of the injuries, or if any medical intervention was required.